Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse found that the unit functioned properly when the patient simulator was connected. The fse recalibrated the vacuum regulator that was out of specification. All performance and function tests were ran and passed.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is not recognizing cath and was not displaying augmentation. There was no patient harm reported.